Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited no sensing, no pacing stimulus, and low impedance. It was noted that the lead body inside the pocket near the suture sleeve showed a pinched area of the lead which was caused by the physician when doing a hemostat. The lead was removed and replaced. Patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.